Event description:
During the preventative maintenance of the da vinci surgical system by the intuitive surgical inc. (Isi) field service engineer (fse), it was observed that the patient side manipulator (psm) failed the brake inspection test. An 23022 brake fault error was also noted. The patient side monitor was replaced. There was no report of patient involvement or adverse outcomes.

Manufacturer narrative:
The patient side manipulator (psm) was returned to intuitive surgical inc. (Isi) for evaluation. Failure analysis investigation found that the psm failed the weighted brake drop test, and triggered a 23007 fault at pre-test, preventing normal testing. Sine cycle testing failed and the slow sweep testing was not performed. The axis 1 and axis 2 brakes were replaced. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found during preventative maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.